Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at both the proximal and the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaint was also identified: the small grasping retractor instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on both the proximal and the distal end. Additional observations not reported by site were also identified: the small grasping retractor instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both grip and pitch input disk bearings exhibited orange discoloration.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the small grasping retractor instrument wire broke. The procedure was completed with no reported injury.